Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), product type: lead. Product ID 977a260, serial# (B)(4), product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported the patient was having trouble or problems with the device. It was not working. Until the day of the report, the patient had no problems. On the day of the report the patient had a problem where the device had a shortage of malfunctioning of working. Activity kept shorting out on the day of the report, so the patient called the manufacturer to report the device was malfunctioning. There were no symptoms related to this issue. No actions were taken to resolve the issue and the issue was not resolved as the patient was waiting to hear from someone to rectify the problem.